Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The 75% stenotic lesion was located in the non-tortuous and non-calcified cephalic arch and venous anastamosis. The physician advanced the 10mm mustang balloon to the lesion and on the third inflation, inflated the balloon to unspecified atms and the balloon ruptured into multiple pieces. A large portion of the balloon curled up on itself and couldn't come through the sheath. The physician exchanged the 7fr sheath to a 9fr sheath and was able to snare the fragments except for one. The physician then stented the balloon fragment against the vessel wall with an unspecified flare stent. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date: week of (B)(6) 2011 device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).